Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call that blood glucose elevated after breakfast to 297 mg/dl. Customer checked delivery of insulin and states that no insulin delivered. Troubleshooting was performed to determine reason for high blood glucose. During troubleshooting, customer reported that reservoir had an air bubble. Customer was advised to monitor insulin pump and to change infusion set, reservoir and insulin and treat per healthcare professional's guidelines.